Event description:
Pt. Was undergoing ercp for bile leak. A biopsy cap with locking device with a foam piece to prevent back flow of bile out of the cap was utilized during procedure. A blunt needle was used to puncture a hole in this cap to allow the ercp supplies to pass through. Physician had difficulty passing dreamtome through the biopsy channel. Physician used blunt end to puncture cap again along with ns flush which was unsuccessful. Biopsy forceps allowed the dreamtome to be advanced although with difficulty. Physician pulled dreamtome out and attempted to place stent. During threading of the stent through the scope, the piece of foam from the ercp biopsy came out of the end of the scope into the small intestine. Several attempts were unsuccessful in trying to retrieved the foam piece. Physician felt the patient could pass the foam piece on own with no problem. Pt. Family were notified of retained foam piece by physician and documented in the medical record. Manufacturer response for locking device and biopsy cap, rx locking device and biopsy cap (per site reporter): equipment failure reported to endosurgery complaints <endosurgerycomplaints@bsci.com> event record # (B)(4).